Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a pulmonary bronchial stent placement procedure in the left main stem performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a malignant stricture in the left main stem caused by cancer. Reportedly, the lesion was 3 cm and the patient¿s anatomy was noted to be tortuous. The target site was dilated prior to the stent placement. During the procedure, the physician experienced difficulty crossing the stent catheter system through the stricture in the left main stem and hanged in the trachea. The physician was able to deploy the stent, but the stent did not deploy in the desired location. The stent was removed post deployment and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4) for the reported event of placement/ positioning problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.